Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during an implantation procedure of the subject pacemaker (kora 100dr) with a beflex rf45d atrial lead and a beflex rf46d ventricular lead, the ventricular lead could not be implanted. High impedance value (> 3000 ohms) was detected with a pacing system analyzer, several measurements were taken and high impedance values were obtained in all of them. Finally the replacement of the ventricular lead was decided. Another beflex rf46d, s/n (B)(4), was implanted instead and working properly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during an implantation procedure of the subject pacemaker (kora 100dr) with a beflex rf45d atrial lead and a beflex rf46d ventricular lead, the ventricular lead could not be implanted . High impedance value (greater than 3000 ohms) was detected with a pacing system analyzer, several measurements were taken and high impedance values were obtained in all of them. Finally the replacement of the ventricular lead was decided. Another beflex rf46d, s/n (B)(4), was implanted instead and working properly.